Event description:
Customer reported leaking from the male luer lock connector. The nurse flushed the connector with saline and leaking was noticed at the top of the connector where the blunt cannula accessed. The nurse tried flushing with several other connectors of the same lot number and leaking occurred. The nurse then tried a different lot and no leaking occurred. There was no harm to the patient or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.